Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture and high pacing impedance. The device was left implanted; however, it was deactivated and a new device was then implanted. The patient was stable.